Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to an unstableness of the converter due to the long-term use deterioration.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and estimated that there was a malfunction in the converter of the subject device, however the reported phenomenon was not duplicated.